Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements which is concerning for a possible electrode conductor fracture. Technical services (ts) recommended bringing the patient to the clinic for a thorough evaluation. No adverse patient effects have been reported at this time. This report reflects info received by the FDA in the form of a notification per 803.22 (b)(2).